Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump under delivered. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis. During analysis, the reported issue was unable to be duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. Service will perform a full standard preventive maintenance. Based on the evidence, the complaint was not confirmed, and no fault was found.